Event description:
It was reported the device was used during a breast biopsy. It was reported the marker sleeve had sheared off in the breast. The marker has been left in the breast. The case was completed.